Event description:
Boston scientific neurovascular became aware of an event in which the sentry balloon catheter could not be deflated after inflation during the procedure, although the guidewire had been pulled back. Deflation of the subject device was performed by suctioning with the aid of a syringe. No complications were reported to have occurred with the pt during this event.